Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump repeatedly had a software error bad pointer, impossible default case, parameter out of range, etc error alarm. The customer could not cancel the alarms. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.